Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device service by a third party? No. All available patient information was included. Additional patient details are not available. The field service representative (fsr) was dispatched to resolve the issue. The fsr inspected the instrument and resolved the issue by replacing parts associated with the cuvette washer operation. A review of the service history for the architect c16000 identified no additional contributing factors and no additional events associated with discrepant/ erratic results have been reported. A review of manufacturing documentation and trending data for the cuvette washer operation parts identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the erratic result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000 analyzer was identified. An evaluation is in-process.

Event description:
While using the magnesium assay on the architect c16000 analyzer the customer generated falsely elevated results. The following data was provided: sids: (B)(6): initial 2.7 mmol/l, retest 0.87 mmol/l. (B)(6): initial 2.7 mmol/l, retest 0.87 mmol/l. (B)(6): initial 2.7 mmol/l, retest 0.87 mmol/l. No impact to patient management was reported.